Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
The patient¿s wife reported that the patient presented to the emergency room (ER) in (B)(6) 2026 due to hyperglycemia and was subsequently admitted to the intensive care unit (ICU). While wearing the pod for over 48 hours, the patient¿s blood glucose levels reached 600 mg/dl. According to the caller, three correction boluses were administered but failed to reduce the patient's high glucose levels. The patient had undergone a heart procedure (watchman) prior to the ER visit and ICU admission, during which the pod was worn. Reported symptoms included elevated blood glucose levels, and the patient was treated with an insulin drip during the event. Additionally, the patient had been prescribed clopidogrel 55 mg (generic version of plavix) and ¿baby aspirin¿ following the heart procedure. The patient reportedly remained in the ICU for three days before being discharged. Specific dates of when the medical attention was sought were not provided, as the caller was unable to recall them. The pod involved in the event is reportedly no longer available for return.